Event description:
It was reported that the pt presented with pain in area of mesh. CT scan showed fibrotic process in lower abdomen; exploratory surgery performed; per discussion with surgeon after surgery, the inner ring of the mesh had broken and perforated the bowel.

Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.